Manufacturer narrative:
A visual inspection was performed on 1 opened and used entlie sensor found the needle hub was separated from the sensor base also, was retracted inside of the needle hub; unable to confirm the customer's complaint due the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was about to insert a new sensor and when she removed it from the pedestal the needle snapped back and it came apart in 2 pieces. Blood glucose value is unknown. The sensor would be replaced and returned for analysis.